Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 5fr s/l power groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 41cm and 42cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review could not be completed as no lot number was provided by the complainant.

Event description:
It was reported that the patient had the line in place for approximately 6 months when starting chemo. After about a half an hour the patient reportedly experienced pain and swelling in the arm. The catheter had split inside the arm but outside of the vein, causing extravasation. The patient was referred to ¿plastic¿ and was provided hydrocortisone & antibiotics. There was scaly skin but no hardening and there was no ¿necrotic ¿ skin damage. The treatment was stopped and delayed. The consultant had placed a new line in the left hand side however the patient has had all their lymph nodes removed. Treatments: paclitaxel and zometa (zoledronic acid).